Manufacturer narrative:
Additional information received indicated that this was an internal carotid stent implantation. There was no patient injury. The patient did not exhibit any signs or symptoms of an adverse event.

Manufacturer narrative:
Complaint conclusion difficulty was experienced when attempting to capture a 6mm angioguard rx device with the capture sheath. The device was removed intact with no reported patient injury. The event involved a patient undergoing treatment of a lesion in the internal carotid artery that was described as 70-80% occluded, moderately calcified and tortuous. The site reported that the angioguard rx device had been stored, handled and prepped according to the instructions for use (IFU). The site reported that the device packaging appeared normal prior to opening it and no difficulty was encountered when the device was removed from the package. The device was un-damaged without kinks prior to use. They further reported that the device did not pass through an acute bend and no difficulty was experienced while advancing it to the target lesion. No unusual force had been required when using the device. The site reported that the interventionalist used the guidewire ¿to let the angioguard back to the sheath¿ with no reported patient injury. Attempts to clarify the method of removal have been unsuccessful. A non-sterile unit of embolic protection device rx/6mm basket diameter/180cm, was received coiled in a plastic bag. The deployment sheath, filter basket and the torque device was also received with the device. Kink conditions were found at 60 cm and 93 cm from distal tip end of the delivery wire. Also an unzipped condition was found at 31cm from distal tip end of the deployment sheath. The involved capture sheath was not received for analysis. No other anomalies were found during visual analysis. Functional analysis was successful with a lab sample coil dispenser and capture sheath with no anomalies found during the capture of the device. The filter basket and capture system were analyzed under vision system and no anomalies were found. A review of the manufacturing records for this lot revealed that it met specification prior to release. The cause of the event experienced by the customer could not be conclusively determined. According to the product IFU, wires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, they should be inspected carefully for coil separation, bends, kinks or damage of the filter basket assembly. Users should allow sufficient space between the lesion and filter basket to prevent interference with the distal tips of all other diagnostic and interventional devices (i.e. Stent delivery systems, angioplasty balloons) to be used throughout the procedure. It is difficult to draw a clinical conclusion between the device and the event based on the available information. However based on the analysis of the product, there are procedural and handling issues that may have contributed to the reported event. The reported failure by the customer ¿capture system / captured difficulty-unable¿ was not confirmed since the functional analysis was successfully performed. Neither the DHR review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
Complaint conclusion: it was reported that an angioguard could not be withdrawn by the capture sheath. The surgeon used the guide wire to bring the angioguard back into the sheath. The product was stored, handled, and prepped according to the IFU. There was no difficulty removing the product from the package. There nothing unusual noted about the packaging or product prior to use. There was no kink noted on the device prior to use. The device did not pass through an acute bend. There was no difficulty advancing the guide wire or angioguard towards the target lesion. The device was removed easily and intact from the patient. No unusual force was required when using the device. The lesion was at the internal coronary artery (ica) with 70~80% stenosis, moderate calcification and tortuosity. There was no patient injury reported. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant devices: unknown guide wire. (B)(4). The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During an unknown procedure, it was reported that an angioguard could not withdraw by the recall sheath. The surgeon used the guide wire to let the angioguard back to the sheath. There was no patient injury reported. The product was stored, handled, and prepped according to the IFU. There was no difficulty removing the product from the package. There nothing unusual noted about the packaging or product prior to use. There was no kink noted on the device prior to use. The device did not pass through an acute bend. There was no difficulty advancing the guide wire towards the target lesion. There was no difficulty advancing the device towards the target lesion. The device was removed easily from the patient. No unusual force was required when using the device. The device was removed intact from the patient. The lesion was at the internal coronary artery (ica) with 70~80% stenosis, moderate calcification and tortuosity. The product will be returned for investigation.